Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the thumb ring on the distal end of the handle detached from the rest of the handle. The procedure was completed with another trapezoid rx basket. There were no patient complications reported as a result of this event. The patient's condition as the conclusion of the procedure was reported to be good.